Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) male patient of han origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog) from cartridge via a reusable pen (humapen ergo ii), midday 16 units and night 12 units, subcutaneously for the treatment of diabetes mellitus, beginning in (B)(6) 2013. Humapen ergo ii was started in (B)(6) 2013. During insulin lispro therapy, from 2012 to 2017, he was hospitalized (specific hospitalization time was not remembered and not clear about the specific hospitalization reason) intermittently every year because of diabetes mellitus. The blood glucose was controlled comparatively well from 2021 (specific control time was unclear), therefore he changed dose to midday eight units and night eight units by himself, there was no discomfort. Reportedly, since recent years his eyes could not see clearly (specific discovery time was unclear). On (B)(6) 2022, it was reported that the humapen ergo ii could not be pressed ((B)(4), lot 1203d01). Information regarding corrective treatment was not provided. Outcome of the events was unknown. Insulin lispro therapy was continued. The patient was the operator of the device and his training status was unknown. The general device duration and the suspect device duration of use were not provided however started in (B)(6) 2013. Action taken with the suspect device and its return status was unknown. The initial reporting consumer did not know if the events were related to insulin lispro therapy and did not provide the opinion of relatedness between the events and the humapen ergo ii. Edit 27jan2022: updated medwatch and european and canadian (EU/(B)(6)) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 18feb2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen ergo ii device could not be pressed. He experienced inadequate control of diabetes mellitus. The investigation of the returned device (batch 1203d01, manufactured march 2012) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient reportedly used the device since 2013, approximately nine years. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period this misuse may not be relevant to the complaint or the event of inadequate control of diabetes mellitus, as the returned device met performance specifications.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 55-year-old male patient of han origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog) from cartridge via a reusable pen (humapen ergo ii), midday 16 units and night 12 units, subcutaneously for the treatment of diabetes mellitus, beginning in (B)(4) 2013. Humapen ergo ii was started in (B)(4) 2013. During insulin lispro therapy, from 2012 to 2017, he was hospitalized (specific hospitalization time was not remembered and not clear about the specific hospitalization reason) intermittently every year because of diabetes mellitus. The blood glucose was controlled comparatively well from 2021 (specific control time was unclear), therefore he changed dose to midday eight units and night eight units by himself, there was no discomfort. Reportedly, since recent years his eyes could not see clearly (specific discovery time was unclear). On (B)(4) 2022, it was reported that the humapen ergo ii could not be pressed ((B)(4), lot 1203d01). Information regarding corrective treatment was not provided. Outcome of the events was unknown. Insulin lispro therapy was continued. The patient was the operator of the device and his training status was unknown. The general device duration is up to three years after first use and the suspect device duration of use was approximately nine years, started since oct-2013. Action taken with the suspect device was unknown and was returned to manufacturer. The initial reporting consumer did not know if the events were related to insulin lispro therapy and did not provide the opinion of relatedness between the events and the humapen ergo ii. Edit 27jan2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 18feb2022: additional information received on 16feb2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) with device information, malfunction from unknown to no, device return status to returned to manufacturer and added date of manufacturer for suspect humapen ergo ii device (lot 1203d01) associated with (B)(4). Corresponding fields and narrative updated accordingly.